Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty video cable connector could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a diagnostic procedure, the connector on the evis exera iii video system center would need to be replaced due to the unit experiencing connector issues. The intended procedure was delayed in starting and was completed with a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was a failure of the video cable connectors. The video connector flat cable was not making good contact with the patient board, which caused no images. This report is to capture the reportable malfunction of the faulty video cable connectors noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. Additional issues were identified during the device evaluation: minor dents and scratches on the housing and poor connector contacts with the patient board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.